Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges lift chair stopped working.

Manufacturer narrative:
The device was replaced for the customer. The old device was scrapped in the field by the field service technician.

Event description:
Alleges lift chair stopped working.